Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated they wanted to know who to talk to if they aren't "getting good results from therapy" and if they can make adjustments themselves. Agent reviewed patient services role. Caller mentioned they have been trying to get ahold of their hcp for the last "2 days" because their implant site is infected. Caller also said that they are not "getting any benefit from therapy" and are wondering if it is okay to change the settings themselves. Agent reviewed stimulation expectations. Caller said they feel comfortable making adjustments on their own, but wanted to make sure it was okay. Caller said they have gotten "no results" since implant. Caller also mentioned that the trial was "perfect" and they had "no leakage for those three days". Caller stated that the stimulation that was set at the hospital was lower than what they had during the trial. Caller also commented it was hard to remember what they had been told with anesthesia.